Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 5 months after the dental implant was installed in intraoral region #13, it was verified its' non osseointegration. Patient had low bone quality; type IV.